Event description:
Procedure: thoracic. According to the reporter: after inserting the endo gia 60-4.8 into the thoracic cavity, the jaw of the instrument could not be opened. This occurred before the device was fired over tissue. Surgery time was extended beyond 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 10/21/2009.